Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker was broken. It was reported that as per the physician, there was a problem with the pacemaker. In addition, the patient has been out of breath. The pacemaker remains in service. No adverse patient effects were reported.